Event description:
The hosp reported that during the coronary artery bypass procedure, the heartstring seal was defective. The surgeon used a replacement unit to complete the procedure. No pt complications were reported by the hosp. In 7/2004, failure analysis indicated the device did not deploy out of delivery tube.